Event description:
It was reported that the unit had no output and it was not firing. The unit was showing a signal that the probe was not in the correct place even when it was. In addition, the physician reported that the unit is shocking patients in addition to the probes not working when properly placed in the turbinate anatomy. The user facility further reported that there were actually two patients involved. Both of the patients had a nasal submucous turbinate reduction procedure. There was no reported permanent damage with both patients and no additional intervention provided to the patients. This report is 2 of 2 reports, and is related to (B)(4).